Event description:
A customer reported lower values when scanning with the adc meter. The customer self-treated with both insulin and consume glucose and consequently experienced a seizure and lost consciousness. The customer was seen at a hospital where a glucose result of 25.9 mmol/l was obtained and the customer was diagnosed with hyperglycemia. The customer was provided nova rapid, end on (pain killer), glucagon, and metformin (anti-diabetic medication) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter was reviewed and the dhrs showed the lite meter freestyle passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The returned meter was investigated with retained test strips and a known-good retained battery. Visual inspection was performed on returned meter. No new issues were observed. Meter powered on with button depression and test strip insertion. Control solution testing has been performed and all results were not within the range specification. Unable to perform the test. An extended investigation was performed. Visual inspection was performed on returned meter and no physical damage was observed. Meter powered on with button depression and test strip insertion. However, control solution screen did not move. The returned meter was further de-cased and visual inspection was performed on the meter port pins and debris/hair was observed. This debris/hair contribute to the issue. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values when scanning with the adc meter. The customer self-treated with both insulin and consume glucose and consequently experienced a seizure and lost consciousness. The customer was seen at a hospital where a glucose result of 25.9 mmol/l was obtained and the customer was diagnosed with hyperglycemia. The customer was provided nova rapid, endon (pain killer), glucagon, and metformin (anti-diabetic medication) for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported lower values when scanning with the adc meter. The customer self-treated with both insulin and consume glucose and consequently experienced a seizure and lost consciousness. The customer was seen at a hospital where a glucose result of 25.9 mmol/l was obtained and the customer was diagnosed with hyperglycemia. The customer was provided nova rapid, endon (pain killer), glucagon, and metformin (anti-diabetic medication) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips and a known-good retained battery. Visual inspection was performed on returned meter. No new issues were observed. Meter powered on with button depression and test strip insertion. Control solution testing has been performed and all results were not within the range specification. Unable to performed the test. A tdn issue was created to address this issue. Therefore, issue close to unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.